Event description:
The customer reported the device has not display.

Manufacturer narrative:
(B)(4). The customer reported the device has not display. There was no report of pt involvement. This complaint is till being investigation. A follow-up report will be submitted upon completion of the investigation.